Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ii, us, mr, 4.0x16mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found the 7th strut from the proximal end was lifted and pulled distally. The undamaged stent od (outer diameter) was measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a kink on the proximal side of the port weld. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement. No other issues noted during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 12-april-2018. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary vessel. A 4.00x16mm synergy drug eluting stent was advanced but was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.